Manufacturer narrative:
The product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence. The insulation appeared to have a melted section near the distal. The instrument failed the insul scan test. The probable root cause is user misuse.

Event description:
It was reported that insulation was damaged.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that isulation was damaged.